Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a cgm sensor change, with fingerstick confirmation and a maximum blood glucose of 317 mg/dl; glucose remained above range for approximately 90 minutes and returned to range after the user changed infusion supplies. Symptoms included elevated blood glucose without acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer support assessment and troubleshooting, including recommendation for site change and follow-up confirmation of resolution. Investigation of this case revealed no device malfunction identified and an unclear cause, with resolution following infusion site and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.